Event description:
Customer reported receiving erratic readings on her freestyle flash blood glucose meter. Customer reported receiving readings of 334 mg/dl and 85 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.